Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I was placing a ml and after cannulating the vein with the stylus needle and getting blood return, the guidewire would not pass thru the hub of the stylus. I had to abort and stick the patient a second time with the angiocath in the kit. The wire passed without incident and the line was placed successfully. After the procedure I went back to the stylus and tried several things trying to thread the wire thru it. I believe there was a burr or lip of metal at the hub that obstructed the passage of the wire.¿ it was reported the device was discarded. Add info rcvd 05/11/2021: date of occurrence: 05/07/2021 placement info: n/a. Was there patient harm reported?: no.